Manufacturer narrative:
Confirmed periodic na+ perturbances due to benzalkonium were being used as a cleaning agent on the analyzer; including during the suspect discrepant results. There were numerous occurrences on rp500 38179 on mcart sn (B)(4). Benzalkonium substances listed in the rp500 operator's manual are a known interferent causing na+ sensor instability and is known to affect na results. The customer complaint is not confirmed. Instrument is performing as intended.

Event description:
Customer reported discordant sodium results on the analyzers. There was no report of injury due to this event.